Manufacturer narrative:
PMA/510k # pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during removal of a filiform double pigtail ureteral stent, a fragment, approximately 2cm, broke off the distal end of the stent. The stent and stent fragment were successfully removed from patient and the procedure was completed successfully. Encrustation was observed on the proximal end of the stent. The patient complained of pain prior to stent explant. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. D11: concomitant products: storz rigid cystoscope, storz ureteric stent grasper. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, quality control data, and specifications. One used 6fr 26cm black silicone stent and a 7mm segment from the proximal coil were returned for investigation. The tether was not returned. Visual examination confirmed both coils remained attached to each end and measured 16mm wide. The severed segment occurred above the sideport. The point of separation had mating fractures and had light encrustation around the edges of fracture. The stent was likely cut by the forceps and pulled to separation during removal. The device history record review could not be performed as the lot number of the complaint device was not provided. A search of complaint records for the complaint device lot was unable to be performed as the lot number of the device was not provided. As found in the instructions for use: do not force components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. The stent must not remain indwelling more than twelve months. If the patient's status permits, the stent may be replaced with a new stent. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degrees scope lens is recommended. Scopes larger than 21.0 french are suggested. Based on the description of the event and the returned device the complaint was likely caused by the stent being pulled to separation. The factors that contributed to it being pulled to the point of separation have not been established. Measures have been initiated to address this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17jan2019. The customer advised that they believe the implant date was (B)(6) 2018.